Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient experienced multiple runs of supraventricular tachycardia during impella 5.5 support. An amio bolus and drip were given to treat the condition. It was also reported that the pump experienced several suction issues during support. Three units of blood and 150ml of albumin were given to the patient to treat the issue. The pump was also repositioned to troubleshoot the suction. It was later reported from an impact study documented that the patient experienced hemolysis and a post op bleed diagnosed as acute blood loss anemia. The patient received multiple blood products to treat the condition. Per the impact study, the conditions were believed to have a definite relationship to the impella device and procedure. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at, vascular damage - peripheral vessel, and hemolysis has been completed. No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed suction alarms outside of implant around (B)(6) 2025, which got resolved after dropping the p-level. There was no trending placement signal, and the motor current had no spikes or trends outside of p-level changes. No abnormalities outside of the suction alarms were observed. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: the root cause of the vascular damage-peripheral vessel was not determined due to lack of sufficient clinical details. Hemolysis: the root cause of hemolysis was not determined due to insufficient clinical details, unreturned product, and inconclusive evidence from the data logs.